Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis determined that the connector was broken on the desktop charger ((B)(4)). Desktop charger (B)(4). Implantable neurostimulator: (B)(4).

Event description:
It was reported the patient experienced a first confirmed overdischarge on the implantable neurostimulator (ins). It was noted the patient was deaf and relied on his mother for help. It was noted the mother stated she wasn't very diligent on making sure the patient was charging the ins. It was also noted the patient couldn't charge the ins anyways because the connector cord was broken (and he seemed unaware of the problem.) It was noted the cord connector that went into the charger was broken. It was reported there had been months of no recharging or ins use. Impedance testing was performed (results not reported). It was noted the patient needed to have the connector cord of the charger replaced and a physician mode recharge (pmr) performed to recharge again. The patient's status was noted to be alive-no injury at the time of the current report. The patient was reportedly doing fine and wanted the ins turned back on. He was reportedly waiting for a replacement cord to then perform a pmr and begin charging. No symptoms or complications were reportedly associated with the event. Indication for use included spine/back. It was reported the connector pin was broken on the desktop charger. Anomaly appeared to have occurred through product use. No indication of patient harm. It was clarified that the connector piece was broken rather than the recharge belt. Additional information received reported the metal tip on the recharger belt broke. Additional information received reported the new cord was delivered, the pmr was performed, and the patient was now able to recharge. The patient had an appointment on (B)(6) 2014 to clear the power on reset (por). The device was later returned. Additional information received reported the por was cleared and the patient was receiving effective therapy and was recharging normally again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.